Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: h4. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: manufacturing location: packaged, and released by: monument / supplier- (B)(4). Release to warehouse date: 06-nov-2020. Part number: 03.133.109, 3.5mm drill bit qc 150mm . Lot number: 78p0305 (non-sterile). Lot quantity: (B)(6). Nonconformance noted: n/a. Review of the DHR file: production order traveler met all inspection acceptance criteria. Packaging label logs (pll) lmd rev aa were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. A manufacturing record evaluation was performed for the finished device with batch number 78p0305. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: part number: 03.133m109, 3.5mm drill bit qc 150mm. Lot number: u365087. Lot quantity: (B)(6). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection ns072629 rev b met all inspection acceptance criteria. Certificate of conformance received from orchid unique dated 02-nov-2020 was reviewed and determined to be conforming. Hardness specified at 50-55 hrc and certified at 52.8 hrc. Device history batch: null. Device history review: a manufacturing record evaluation was performed for the finished device with batch number 78p0305. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a procedure, the drill bit was worn.